Manufacturer narrative:
It was reported that during a da vinci-assisted urological surgical procedure, the surgeon reported that there was an error on the insertion axis. The surgeon noted that the force bipolar was broken at the jaw and hinge and they were unable to successfully remove it from the trocar. Based on the claim against the product by the customer noting difficulty removing the force bipolar from the trocar and an insertion axis error due to a broken jaw/hinge, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product issue alleged against to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the instrument logs was attempted, but there was insufficient information to complete this verification at the time of this report. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a broken jaw on the force bipolar instrument cannot be determined based on the information provided. Since the instrument was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to a broken jaw and hinge. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the surgeon reported that there was an error on the insertion axis. The surgeon noted that the force bipolar was broken at the jaw and hinge and they were unable to successfully remove it from the trocar. The technical support engineer (tse) walked the surgeon through removing the instrument from the patient side cart (psc) arm. The tse suggested removing the broken instrument and cannula together as long as it would not cause any harm to the patient. The surgeon and staff were able to successfully remove the broken instrument and cannula and install a backup trocar and instrument. The customer was able to continue with the case. The tse recommended return material authorization (RMA) of the broken force bipolar instrument (p/n 471405 lot # 01-0886874120.767, batch sequence 10n10210419) for further investigation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.